Manufacturer narrative:
The device associated with this report was not returned. Review of patient x-rays revealed evidence supporting the presence of device loosening stated in the complaint report. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and gross loosening with minimal bony adherence.

Manufacturer narrative:
Event did not occur in the EU.